Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited failure to interrogate using bluetooth telemetry. No intervention was performed. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the programming changes were made on the device resolving the issue. No patient consequences.